Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing, impedance measurements, high pacing thresholds and loss of capture. Due to this a lead safety switch was triggered. Reprograming of the device was discussed. This lead remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).